Event description:
It was reported that the pacemaker exhibited elective replacement indication alert during device interrogation prior to implant procedure. The device was interrogated again and the alert was no longer there. The device was not used for implantation.

Manufacturer narrative:
Final analysis found the device had a slight drop in average battery voltage in (B)(6) 2019, then battery voltage went back to normal beginning of life level. An elective replacement indicator alert was cleared on (B)(6) 2019. The dip in voltage level was consistent with device being exposed to cold temperature. The device was in (B)(6) around that time with the lowest local temperature of ¿ 32 degrees celsius. The device was otherwise normal. No other anomalies were found.